Event description:
Flu like symptoms [influenza like illness]. Back ache [back pain]. Sore throat [oropharyngeal pain]. Almost passed out [presyncope]. Aching all over (muscle aches) [myalgia]. Headache [headache]. Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) old female patient, initials (B)(6) with osteoarthritis. The patient's medical history included migraines. On (B)(6) 2011, the patient initiated intra articular synvisc-one (hylan g-f 20) 6 ml injection once in the right knee. Four days after receiving the injection, she began experiencing flu like symptoms-back ache, aching all over, sore throat and headache. She stated that the next day, she almost passed out twice and went to the emergency room. Additional treatment received for the event included demerol (pethidine hydrochloride) and zofran (ondansetron hydrochloride). Action taken with synvisc-one was none. The outcome of all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required.

Manufacturer narrative:
Additional information was received on (B)(6) 2011 in the form of qa results. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. MFR's comment: the benefit-risk relationship of the product is not affected by this report.